Event description:
The customer reported that the system intermittently would not make an exposure. This resulted in an intermittent, recoverable loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.